Event description:
According to the reporter, intra-operatively, the device balloon was pooped when inflated and it was physically broken. The device was discarded by the customer. Further details are unable to be provided.